Event description:
The device was used during an unspecified procedure. Reportedly, the staple broke and migrated. The surgeon performed a reoperation to correct the condition. The hosp has reported the pt's condition is satisfactory.